Manufacturer narrative:
Received 1 used latex foley catheter. The reported event was confirmed as cause unknown. Visual inspection did not find anything to contribute to the reported event. Per functional testing, the balloon was inflated with air while submerged in water and found bubbles leaking from a pinhole in the balloon. Unable to determine if the pinhole was created before or after release. This may occur during the dipping operation of manufacturing. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." (B)(4).

Event description:
It was reported that the foley catheter had a pinhole in the balloon, therefore the catheter balloon deflated after being inserted into the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter had a pinhole in the balloon, therefore the catheter balloon deflated after being inserted into the patient.